Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and had sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic area on pump, attempted to reload same cartridge without success, and then, with guidance from technical support, filled and loaded new cartridge using correct technique, which resolved issue and allowed insulin delivery to resume; no additional information was received regarding any further outcomes.